Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h10

Event description:
It was reported that blood back-flowed from the main line of the catheter to the bd phaseal¿ optima connector (c35-o) tubing during the blinatumomab infusion. The following information was provided by the initial reporter: "today we used the optima connection and chemo clamp on a patient receiving blinatumomab. This is a 24 hour infusion that infuses at 10ml/hour. It is not chemotherapy but our pharmacy sends it up with primed tubing and a chemo connector attached, so we use the closed system transfer devices while the patient is inpatient. (When patients receive this drug at home over 1 week via a cadd pump we do not use any phaseal connectors, just mainline it). The patient called because his pump was beeping "downstream occlusion" and blood back flowed from his port-a-cath into the tubing. I triple checked our connections and it seemed to be flowing fine at first. There was no issue with his port-a-cath, it flushed easily prior to administration. We ended up disconnecting the optima connectors, flushing the lumen and applying a new set-up, so far so good!"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood back-flowed from the main line of the catheter to the bd phaseal¿ optima connector (c35-o) tubing during the blinatumomab infusion. The following information was provided by the initial reporter: "today we used the optima connection and chemo clamp on a patient receiving blinatumomab. This is a 24 hour infusion that infuses at 10ml/hour. It is not chemotherapy but our pharmacy sends it up with primed tubing and a chemo connector attached, so we use the closed system transfer devices while the patient is inpatient. (When patients receive this drug at home over 1 week via a cadd pump we do not use any phaseal connectors, just mainline it). The patient called because his pump was beeping "downstream occlusion" and blood back flowed from his port-a-cath into the tubing. I triple checked our connections and it seemed to be flowing fine at first. There was no issue with his port-a-cath, it flushed easily prior to administration. We ended up disconnecting the optima connectors, flushing the lumen and applying a new set-up, so far so good!"